Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited undersensing, noisy signals and loss of capture (loc) for its right atrial (ra) lead. The patient had bradycardia and hypotensive. Technical services (ts) was consulted and discussed stored data. Ts suggested to increase device output to ensure consistent capture. This device remains in service. No adverse patient effects were reported. Additional information from the filed indicates that the patient had twiddlers syndrome, which resulted in them twisting their system and their ra lead becoming dislodged. Their ra lead was subsequently explanted. A new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This event was already reported under report 2124215-2026-23936. All future reports will be submitted under report 2124215-2026-23937.

Event description:
It was reported that this pacemaker system exhibited undersensing, noisy signals and loss of capture (loc) for its right atrial (ra) lead. The patient had bradycardia and hypotensive. Technical services (ts) was consulted and discussed stored data. Ts suggested to increase device output to ensure consistent capture. This device remains in service. No adverse patient effects were reported. Additional information from the filed indicates that the patient had twiddlers syndrome, which resulted in them twisting their system and their ra lead becoming dislodged. Their ra lead was subsequently explanted. A new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited undersensing, noisy signals and loss of capture (loc) for its right atrial (ra) lead. The patient had bradycardia and hypotensive. Technical services (ts) was consulted and discussed stored data. Ts suggested to increase device output to ensure consistent capture. This device remains in service. No adverse patient effects were reported.